Manufacturer narrative:
No motor error alarm noted during testing. Insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that drive support cap was normal. Customer stated that insulin pump was exposed to high magnetic field about 3 weeks ago. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer performed displacement test and the test was failed. The device will be returned for analysis.